Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated the criteria for the right ventricular lead integrity alert were met. 209 of 326 lifetime ventricular sic are recorded beginning (B)(6) 2014. Lia triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and ventricular sic. There are 5 "lead failure predictor", 2 ventricular fibrillation, and 2 monitored ventricular tachycardia events of less than 220 ms v-v cycle recorded between (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert for short interval counts (sic) and non-sustained episodes. The r waves in clinic measured 8-9 mv but during episodes the r waves diminish and t-wave oversensing (twos) occurred. It was noted the device interrogation found that the patient was shocked for the twos but was unaware of the shock. An attempt was made to reposition the lead but it would not move. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.